Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix e/x may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. The patient's attorney alleges injuries and surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of a bard/davol composix e/x. The patient underwent additional surgical intervention. Attorney alleges the device is defective .